Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. The customer's blood glucose reading was 5.4mmol/l. Troubleshooting was performed, and the drive support cap was protruded. It was mentioned that the device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Drive support disk was inspected and no anomaly was noted. The insulin pump received with crack on reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.